Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 19mm sjm regent heart valve w/ flex cuff was chosen for a aortic valve replacement procedure. During procedure, the annulus was sized as 19mm with the sizer. During the implantation of valve, it didn¿t seat properly, so explanted immediately and implanted a non-abbott valve while patient on bypass. There was no additional product experience was noted. The patient was reported stable and discharged.